Event description:
After an implantation period of approx. 69 months, it was reported that there was a loss of capture on the ventricular channel.

Manufacturer narrative:
The lead was not returned for analysis. This analysis report refers exclusively to the pacemaker. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The provided ECG documented an asystole event of several seconds after a normal heart rhythm of 75 bpm confirming the clinical observation. Based on the ECG and all available device data no conclusion could be drawn regarding the root cause of this event. The lead check functionality was disabled. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.